Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The biomed evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the customer¿s third party usb data cable. After the usb data cable was removed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer replaced the usb data cable. The removed usb data cable was not returned to physio for further evaluation. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off by itself during a patient event. The device was used for monitoring the patient only. The patient, a (B)(6) female did survive. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off by itself during a patient event. The device was used for monitoring the patient only. The patient, a 7 year old female did survive. The customer advised that there were no adverse effects to the patient as a result of the reported issue.